Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer for evaluation. The investigation is currently ongoing.

Event description:
It was reported that after successful implantation of an embolization coil, the pusher wire broke in the microcatheter during retraction. Part of the pusher stuck in the microcatheter; therefore, the entire pusher and micro-catheter were removed together. There was no reported patient injury.